Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was reviewed and the pump was ran in user mode. The reported "lec44508" issue was unable to be replicated. Error code 44508 is an unknown_irq error. This is considered a transient error. There are multiple entries for this error in the event log. The pump was operated for several hours with no error codes generated. Due to multiple entries in the event log the motor processor (mp) board will be replaced as preventative maintenance. The issue could not be replicated and preventative action was taken.

Event description:
Additional information was received that the issue was discovered during testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-solis pump was presenting with error "lec 44508". There was no reported adverse events.